Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement it was identified that the lead had exposed wires. Approximately one inch of the patient's lead wires are exposed, with the silicone tubing "pulled back" from the lead pin. It was noted that impedance was seen ok. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Clarification regarding the event was received. During surgery, a high impedance was seen. While troubleshooting for the high impedance, the surgeon accidently tore the lead leaving the wire exposed. The lead was left implanted, and plan was for patient to have a full revision at a later date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. H6. Medical device problem code; corrected information, initial report inadvertently omitted information known prior to submission. H6. Investigation findings; corrected information, initial report inadvertently omitted information known prior to submission. H6. Investigation conclusions; corrected information, initial report inadvertently omitted information known prior to submission.

Manufacturer narrative:
G3 date received by manufacturer (mo/day/yr), corrected data: supplemental #01 report inadvertently omitted the received date, it should listed it as 06/09/2025.

Event description:
During a planned full revision, when the surgeon attempted to remove the lead he noticed there was too much scarring. The surgeon was uncomfortable with dissecting the scar tissue to expose the nerve needed for the revision, so as a result he decided to abort the surgery.